Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of angiogram estimated. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported peeling however the foreign body in the patient appears to be related to circumstances of the procedure.

Event description:
It was reported that the patient was admitted with st segment elevation myocardial infarction (stemi). The procedure was to treat a lesion from a saphenous vein graft to the obtuse marginal with moderate tortuosity. The physician used a non-abbott guide wire and a prowater guide wire. The physician noticed green flecks when contrast was pulled back. The guide wire was wiped down and the artery was bled back; however, it is unknown if any green flecks entered into the patient anatomy. It is suspected that the green flecks were due to interaction with the non-abbott guide wire. No resistance was noted during advancement. No resistance was noted during withdrawal. No medical intervention was performed to the treat the patient for green flecks. There was no adverse impact to the patient and no clinically significant delay in the procedure. The physician stated that green flecks were noted on more than one occasion during past procedures when two wires were used simultaneously in the patient anatomy. No additional information was provided.